Event description:
During implant, the pacemaker was not showing any sensing values. Therefore the device was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Sensitivity testing found the device sensing to be within specified tolerances. Evaluation of the device header found no defect that could contribute to the complaint of no sensing. Further testing determined the device exhibited normal characteristics and the device battery is still above elective replacement levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.